Event description:
It was reported that the patient presented with intermittent capture. The device was explanted and replaced. Postoperatively, no capture was noted, and the lead was found to be dislodged. The lead was also explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned. No anomalies were found.